Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation ensure that the free lumen rotational speed of the burr does not exceed 180,000 rpm for 1.25 mm to 2.0 mm burrs and 160,000 rpm for the 2.15 mm and larger burr sizes." (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09848. It was reported that rotawire fracture occurred. The target lesion is located in the right coronary artery (rca). A 330cm rotawire¿ and a 1.25mm rotalink¿ plus were selected for use. During preparation, the rotation speed was set at 200,000rpms; however, when speed was decreased for 11 seconds, the wire was cut into half. The procedure was completed with another of the same burr and wire. No patient complications were reported.